Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Logs and archive were reviewed but provided insufficient information to determine root cause of the reported behavior. User covered good region with the trace pattern and area of interest is covered by green zone of accuracy. Anatomy covered fully with yellow zone. From the given information, could not find the cause for inaccuracy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736 (software version: (B)(4)). A medtronic representative went to the site to test and service the equipment. The navigation system passed the system checkout and was performing as intended. No hardware parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a transsphenoidal pituitary tumor case. It was reported that there was an alleged inaccuracy during the clinical case; the physician stated he had felt off. The physician had felt off about less than 1 centimeter inferior and superior. It was noted that the physician felt fine throughout the case and then by the end of the case it felt inaccurate. Registration was noted to be great, the tracker didn¿t move, the drapes were fine, and the skin showed no signs of shifting. The exam followed protocol as well. The physician stated that this is an alleged software issue with the navigation system. There was no delay in the case, and there was no impact on patient outcome.